Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported, 1 scarp piece found for item 159577. A review of the manufacturing history could not be performed as lot number is unknown for item 161469 a review of the complaint database over the last 3 years has found 4 similar complaints reported with the item 159577, 1 similar complaint reported with the item 154776 and 3 similar complaints reported with the item 161469 (including initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA (if applicable): no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00101-1, and 3002806535-2021-00102-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item not returned to manufacturer.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an (B)(6) 2019. Subsequently, a revision procedure due to poly dislocation was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation (product has been retained by the patient). Concomitant medical products: medical product: oxf uni tib tray sz f rm PMA, catalog #: 154776, lot #: 579460, medical product: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-000101 and 3002806535-2021-000102. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product has been retained by the patient

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an (B)(6) 2019. Subsequently, a revision procedure due to poly dislocation was performed on (B)(6) 2021.